Manufacturer narrative:
The insulin pump was received with loud motor noise during testing due to faulty motor. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported the customer's insulin pump had a rattling noise when it vibrated. Customer's blood glucose was 134 mg/dl. The customer did not drop or bump their insulin pump. Troubleshooting could not confirm if the insulin pump passed a selftest. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.